Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Product was returned as an implant failure because of unk reasons. Based on the report, the pt had good oral hygiene and good bone condition. The surgery was a traditional 2 stage surgery in tooth location #15. No bone augmentation material was used. According to the doctor, initial fixation was good with the implant as well as first and second month follow-ups. However, during 3rd month follow-up, the doctor noted blackening of tissue near the implant. Implant was removed. After healing, fixture was replaced with a fx4808wmlc implant and pt fully recovered. Doctor could not determine cause of implant failure. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.